Event description:
It was reported that the implantable pulse generator (ipg) unexpectedly reached elective replacement indicator (eri) prior to the end of the longevity estimate. The physician was concerned about the range of the longevity estimate not being precise. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).